Event description:
Customer reported a malfunction alarm with code malf 12, but they did not reset the pump before contacting support. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and contact support again if the issue arises.